Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg is turning itself on and off. The pt stated the ipg would turn on and then turn off 15 minutes later. The pt indicated his stimulation turned off and has not turned back on. The pt indicated he is currently experiencing anxiety and discomfort due to the issue.